Event description:
It was reported that an ilet device exhibited a nonfunctional touch screen and intermittent failure of the sleep/wake button, which prevented meal announcements and was associated with persistently elevated blood glucose, with a highest reported value of 386 mg/dl. Symptoms included hyperglycemia. Outcomes included prolonged elevated glucose outside the target range without hospitalization or medical intervention. Investigation included customer interview, troubleshooting, and replacement of the device while requesting return of the original unit for evaluation. Investigation of this case revealed a hardware malfunction of the user interface components consistent with an unresponsive touchscreen and intermittent top-button actuation. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to hardware failure of the user interface.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.